Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. B11728, b59454) inserted for female sterilization. The patient's concurrent conditions included menstrual migraine, generalized anxiety disorder, penicillin allergy, menometrorrhagia, heavy periods, dysfunctional uterine bleeding, headache, tiredness, generalized anxiety disorder and umbilical hernia without mention of obstruction or gangrene. Concomitant products included beta-lactamase sensitive penicillins, clindamycin, gentamicin (gentamycine) and naproxen. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: removal of the left essure coil and placement of new bilateral essure coil. Finding:1. Both ostia were seen. 2. The left, ostia showed an essure device undeployed with 20 tightly wound coils showing . Four coils were noted after placement the patient left essure device was placed 4 coils were noted after placement. (B)(6) 2016 - normal size anteverted uterus, no palpable adnexal masses,grade 2 rectocele. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: a. Uterus, cervix and bilateral fallopian tubes: - cervix: chronic cervicitis; negative for dysplasia and malignancy. - endometrium: proliferative phase; negative for hyperplasia and malignancy. - myometrium: without significant histopathologic abnormalities. - serosa: without significant histopathologic abnormalities. - fallopian tubes: benign fallopian tubes, without significant. Histopathologic abnormalities. Gross description: the specimen consists of a uterus; also received separately in the same container are 2 fimbriae fallopian tubes. One of the fallopian tubes has a suture on it, and is designated to be the left fallopian tube. The left fallopian tube measures 3.5 cm in length and 0.6 cm in average diameter, the the fallopian tube is sectioned to reveal tan-pink cut surfaces which are otherwise unremarkable. The right fallopian tube measures 3.0 cm in length and 0.7 cm in average diameter, fallopian tube resection to reveal tan-pink cut surfaces which are otherwise unremarkable. The 123 g uterus measures 9.5 x 5.0 x 3.8 cm. The serosa is tan-pink smooth and glistening and otherwise unremarkable. The ectocervix measures 4.0 x 3.5 x 2.0 cm. The slitlike os displays mucoid, hemorrhagic irregular material on its surface and measures 2.0 cm in greatest dimension. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record :pelvic pain and bleeding. Lot number: b11728 manufacture date:2013-03 expiration date: 2016-03. Lot number: b59454 manufacture date:2013-07-26 expiration date: 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. B11728, b59454) inserted for female sterilisation. The patient's concurrent conditions included menstrual migraine, generalized anxiety disorder, penicillin allergy, menometrorrhagia, heavy periods, dysfunctional uterine bleeding, headache, tiredness, generalized anxiety disorder and umbilical hernia without mention of obstruction or gangrene. Concomitant products included beta-lactamase sensitive penicillins, clindamycin, gentamicin (gentamycine) and naproxen. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: removal of the left essure coil and placement of new bilateral essure coil. Finding: both ostia were seen. The left, ostia showed an essure device undeployed with 20 tightly wound coils showing . Four coils were noted after placement the patient left essure device was placed 4 coils were noted after placement. (B)(6) 2016-normal size anteverted uterus, no palpable adnexal masses,grade 2 rectocele. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: a. Uterus, cervix and bilateral fallopian tubes: cervix: chronic cervicitis; negative for dysplasia and malignancy. Endometrium: proliferative phase; negative for hyperplasia and malignancy. Myometrium: without significant histopathologic abnormalities. Serosa: without significant histopathologic abnormalities. Fallopian tubes: benign fallopian tubes, without significant histopathologic abnormalities. Gross description: the specimen consists of a uterus; also received separately in the same container are 2 fimbriae fallopian tubes. One of the fallopian tubes has a suture on it, and is designated to be the left fallopian tube. The left fallopian tube measures 3.5 cm in length and 0.6 cm in average diameter, the fallopian tube is sectioned to reveal tan-pink cut surfaces which are otherwise unremarkable. The right fallopian tube measures 3.0 cm in length and 0.7 cm in average diameter, fallopian tube resection to reveal tan-pink cut surfaces which are otherwise unremarkable. The 123 g uterus measures 9.5 x 5.0 x 3.8 cm. The serosa is tan-pink smooth and glistening and otherwise unremarkable. The ectocervix measures 4.0 x 3.5 x 2.0 cm. The slitlike os displays mucoid, hemorrhagic irregular material on its surface and measures 2.0 cm in greatest dimension. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record :pelvic pain and bleeding. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.